Event description:
Rn hanging padcev/chemo, attached secondary tubing on the padcev from the pharmacy to the primary tubing, as soon as pushed start on the plum pump, pump alarmed proximal occlusion. Had to change out primary tubing.